Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe cutter did not work and the aspiration was present during the surgery. The product was replaced and surgery completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the lots traceable to the reported lot indicates there were no additional complaints for the reported issue. One probe sample was returned for evaluation for the report of the cutter not working during surgery. The sample was visually inspected and was deemed nonconforming. The needle is bent at approximately 5 to 10 degrees. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when removing the inner cutter from the bent needle. The inner cutter is bent. Wear marks are present at the cutting edge of the inner cutter. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The complaint evaluation confirms the probe did not actuate or cut. The root cause for the probe not functioning correctly is due to the bent outer needle and bent inner cutter. A bent needle and inner cutter will cause interference between the two components and result in an actuation/cut failure. The root cause for when and how the needles became bent cannot be determined from this evaluation, but does not point to a manufacturing issue as the probe had been used for approximately 20 minutes. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).